Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the otv error e117 was occurred. The user replaced the subject device with another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of this event could not be conclusively determined.